Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut/tear was observed in the tubing of a clearlink system secondary medication set during priming of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found the tubing below the drip chamber almost cut in half. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.